Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited a noise reversion episode. All other electrical values were within range. No additional information was reported.